Event description:
During a hemicolectomy procedure, the device worked for the first 10 minutes of the procedure and then a solid tone was received. It was not reported how the case was completed. No patient consequence was reported. One device is being returned.